Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels. Bg value not provided, and the cause was unknown. Bg was addressed via a correction bolus, and the cartridge and infusion set was changed multiple times. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.